Event description:
Blisters [blister]; burns [thermal burn]; rash around him [rash]; allergy to something in the wraps [hypersensitivity]. Case description: this is a spontaneous report from a contactable consumer (reporting on behalf of her husband). An (B)(6) year-old male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: j37031, expiration date: may2020) from an unspecified date for an unspecified indication. Medical history included chronic obstructive pulmonary disease for 12 years. The patient's concomitant medications were not reported. On an unknown date, the reporter stated her husband had a bad reaction to a thermacare heatwrap and was admitted to a hospital on saturday (B)(6) 2016 to receive treatment. The patient described the bad reaction as burns and a line of blisters and rash around him. He was also worried he may had suffered an allergy to something in the wraps. It was reported that the patient did not exceed the stated usage time. He wore the wrap over a layer of clothing. Within 2 hours of applying the wrap, the patient broke out in a reaction to the wrap. It was also reported that the patient disposed of the wrap that caused the reaction but still had the second one from the pack. At the time of the report the patient was still in the hospital. Action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measures were taken as a result of the events but not specified what treatment was given. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events thermal burn, blister, rash, and hypersensitivity as described in this case are considered serious bodily injuries requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn, blister, rash, and hypersensitivity as described in this case are considered serious bodily injuries requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
No return sample from the patient was available for evaluation. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Burns [thermal burn]. Blisters [blister]. Allergy to something in the wraps [hypersensitivity]. Rash around him [rash]. Case description: this is a spontaneous report from a contactable consumer (reporting on behalf of her husband). An (B)(6) male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: j37031, expiration date: apr2017) from an unspecified date for an unspecified indication. Medical history included chronic obstructive pulmonary disease for 12 years. The patient's concomitant medications were not reported. On an unknown date, the reporter stated her husband had a bad reaction to a thermacare heatwrap and was admitted to a hospital on saturday (B)(6) 2016 to receive treatment. The patient described the bad reaction as burns and a line of blisters and rash around him. He was also worried he may have suffered an allergy to something in the wraps. It was reported that the patient did not exceed the stated usage time. He wore the wrap over a layer of clothing. Within 2 hours of applying the wrap, the patient broke out in a reaction to the wrap. It was also reported that the patient disposed of the wrap that caused the reaction but still had the second one from the pack. At the time of the report the patient was still in the hospital. Action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measures were taken as a result of the events but not specified what treatment was given. Clinical outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. No return sample from the patient was available for evaluation. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (07sep2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment based on the information provided, the patient's alleged burn, blisters and rash were described as an allergic reaction from "something in wraps". No device malfunction has been identified.

Manufacturer narrative:
No return sample from the patient was available for evaluation. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burns [thermal burn] , blisters [blister] , allergy to something in the wraps [hypersensitivity] , did not check skin under wrap during use, wore several layers of clothing over wrap [intentional device misuse] , rash around him [rash] , delirious [delirium] , very scarred back / badly scarred [scar]. Case narrative: this is a spontaneous report from a contactable consumer (reporting on behalf of her husband). (B)(6)-year-old male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: j37031, expiration date: apr2017) from (B)(6) 2016 for pain in back. Medical history included chronic obstructive pulmonary disease (copd) for 12 years (currently under the care of a physician) and sensitive skin from an unspecified date. The patient's concomitant medications were reported as none. On (B)(6) 2016, the reporter stated her husband had a bad reaction after using thermacare heatwrap for 1 hour. The reporter described the bad reaction as burns and a line of blisters and rash around him. He was also worried he may have suffered an allergy to something in the wraps. He was admitted to a hospital the same day (saturday, (B)(6) 2016) to receive unspecified treatment. It was reported that the patient did not exceed the stated usage time and he wore the wrap over a layer of clothing. The reporter stated her husband was wearing several layers of clothing over the heatwrap and had attached the heatwrap to the clothing. He did not check his skin under the heatwrap during product use. Within 2 hours of applying the wrap, he broke out in a reaction to the wrap. The reporter stated her husband was in a lot of pain and badly scarred. She reported her husband went delirious and quiet but in a lot of pain. The patient was discharged from the hospital on (B)(6) 2016. The reporter stated the patient was still being treated by nurses and also under the care of his general practitioner. It was also reported that the patient disposed of the wrap that caused the reaction but still had the second one from the pack. The patient assessed his skin tone as very light or fair. He did not have any abnormal skin conditions. The patient had not previously used thermacare heatwraps before and also had not previously used other heat product for pain relief. He denied engaging in exercise while wearing the heatwrap. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2016. Therapeutic measures taken as a result of the events included unspecified pain killers every day (treating doctor did not want him to). Clinical outcome of the events burn, blister and allergy was not resolved. Clinical outcome of remaining events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. No return sample from the patient was available for evaluation. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The patient declined consent to his healthcare provider. Additional information has been requested and will be provided as it becomes available. Follow-up (07sep2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (07oct2016): new information received from a contactable consumer includes: patient details, medical history, suspect product start/stop dates, suspect product indication, events onset date, hospital discharge date, events outcome and reaction data (additional events of intentional device misuse, scar and delirium). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the patient did not check skin during product use and developed burn, blisters and rash described as an allergic reaction from "something in wraps"; in a lot of pain, delirious and badly scarred. No device malfunction has been identified. Comment: based on the information provided, the patient did not check skin during product use and developed burn, blisters and rash described as an allergic reaction from "something in wraps"; in a lot of pain, delirious and badly scarred. No device malfunction has been identified.